Event description:
It was reported that the patient with this pacemaker presented shortness of breath (sob). Technical services (ts) was consulted for further programming options to help with the symptoms. During the data review, ts found that there was a signal artifact monitor (sam) episode stored due to electromagnetic interference (emi) noise oversensing during an ablation procedure. As a result, the minute ventilation (mv) feature was disabled. Ts recommended further monitoring and turn on the mv feature. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.